Event description:
Following a knee arthroscopy procedure, it was reported the pt had sustained a second to third degree post-surgical burn to pt's lower left leg below the surgical site. The burn was treated (treatment details were not provided). It was reported the wand suction line was not attached to hospital vacuum equipment as prescribed by the instruction for use.

Manufacturer narrative:
The device was not retained by the hospital, therefore, the device is not available for investigation. A review of this lot history record will be performed and a follow up report will be provided. Two devices, super multivac with integrated cable and super turbovac 90 with integrated cable, were used in the procedure. The super turbovac 90 with integrated cable will be filed under medwatch 2951580-2009-00101.